Event description:
As reported, there was difficulty experienced inserting and removing a powerflex pro device from a brite tip sheath. The 6mmx22cm powerflex balloon catheter entered the cordis brite tip with difficulty (in the tapered part of the cannula tip). Once the angioplasty procedure was completed, the balloon couldn't enter the introducer cannula itself anymore. So the surgeon had to extract everything (balloon and introducer at the same time). In addition, they did some tests outside of the patient to verify if it had been an introducer problem but with other balloon from 6mm to 8mm and new 5fr introducers, the problem sustained. The balloon doesn't enter the 5fr introducer as the company states. The products will not be returned for analysis.

Manufacturer narrative:
Additional information: please note that the initial reporter and surgeon's name is dr. (B)(6). Contact information has not been provided.

Manufacturer narrative:
The device is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: 5f brite tip sheath, catalog # 401511m.

Manufacturer narrative:
Complaint conclusion: there was difficulty experienced inserting and removing a powerflex pro device from a brite tip sheath. The 6mmx22cm powerflex balloon catheter entered the cordis brite tip with difficulty (in the tapered part of the cannula tip). Once the angioplasty procedure was completed, the balloon couldn't enter the introducer cannula itself anymore. So the surgeon had to extract everything (balloon and introducer at the same time). In addition, they did some tests outside of the patient to verify if it had been an introducer problem but with other balloon from 6mm to 8mm and new 5fr introducers, the problem sustained. The balloon doesn't enter the 5fr introducer as the company states. The products were not returned for analysis. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. According to the instructions for use, prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit. The reported ¿resistance/friction-inner lumen¿, ¿resistance/friction-outer body¿ and ¿withdrawal difficulty-through guide/sheath¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics are unknown. As no lot numbers were supplied a device history record (DHR) review could not be completed. The information available does not suggest a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.